Event description:
In 1992, the cryopreserved aortic valve and conduit in question was implanted into a pt with a history of hypertension, rheumatic fever, aortic valve insufficiency/regurgitation, and stenosis. The aortic valve allograft was implanted as an aortic root. At that time. The patient also underwent mitral valvuloplasty/annuloplasty with a commissurotomy and augmentation of the mitral valve. At approximately nine years post-operative (2001), the pt underwent explant of the aortic valve due to calcification and moderate aortic stenosis and insufficiency. The pt was also noted to have severe mitral stenosis.